Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the device appeared to have stopped working after the fall. After experiencing episodes of incontinence, they adjusted the device but did not feel the ¿tapping¿. The manufacturer¿s representative reprogrammed the device on (B)(6) 2019 and they could feel the ¿tapping¿ but in a different spot. They noted that they have had only 1 episode of incontinence since. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated she "took a bad fall" on the 8th , landed on her "left butt cheek" where device is. Patient stated she had "great success" with therapy with "no episodes of fecal incontinence" since implant, but a day after fall, they had "a few episodes" of incontinence and has had incontinence every day since, including "some major episodes". Patient described stimulation sensation as "tapping", and would adjust therapy before, increase stimulation "until that tapping became slightly uncomfortable, but then their body would get used to it" but since fall, patient was unable to feel stimulation. Patient was redirected to follow up with hcp to check the device after fall. There were no further complications reported at this time.